Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
During index procedure, the physician used an evercross pta balloon catheter to treat a lesion in left sfa with 90% stenosis. Post treatment by pta ballooning, the lesion exhibited 20% residual stenosis. Approximately 13 months later the patient presented with cramping in the left lower limb. Non-invasive studies showed occlusion of the previously treated target lesion.